Event description:
When it was time to pull the tampon out the string broke... Bared down and reached for it [foreign body in reproductive tract]. Tampon came out in pieces [device breakage]. Case narrative: consumer reported via email that the string broke during removal leaving tampon lodged in vagina. No serious injury was reported.

Event description:
When it was time to pull the tampon out the string broke... Bared down and reached for it [foreign body in reproductive tract]. String broke. Tampon came out in pieces [device breakage]. When pulled tampon out came out in pieces [complication of device removal]. Case narrative: consumer reported via email that the string broke during removal leaving tampon lodged in vagina. No serious injury was reported.